Event description:
It was reported that after deployment of an endovascular stent graft at the brachial vein anastomosis of a left upper arm a-v graft, approx five inches of the distal tip of the delivery system detached during removal and remained on the guide wire. A second guide wire was placed alongside the detached segment, which was then successfully withdrawn into the introducer sheath as the two guide wires were removed together. The introducer sheath, both guide wires, and the detached distal segment were removed together as a single unit. Another access site was established to complete the procedure with a pta balloon dilatation of the stent graft. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history. Records are being reviewed. The investigation is currently underway.